Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. Field service engineer found that drawers 2.1 and 2.2 were missing from the drawer configuration, although the light emitting diodes (led) status was normal. The fse reseated all connections and verified successful results using the hardware testing application. The system was rebooted, and the customer fully inventoried both drawers. All systems were operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 2.1 and 2.2 were not detected on bus, user tried to recover the station but unable to recover. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.